Event description:
It was reported that the pump was explanted and replaced to avoid battery depletion. The catheter was also replaced. No device troubleshooting was performed. No patient symptoms or injury were reported. The patient recovered without sequela.

Manufacturer narrative:
Results used for the catheter. The pump analysis reveals no anomaly found - normal device function. The proximal piece of the catheter (19.5 cm) and the pump connector; the net piece (68.4 cm) to the distal tip were returned. The proximal catheter piece has two wear areas and a hole in the most proximal wear area. Final device analysis reveals catheter leakage; hole in catheter - user related.